Event description:
It was reported that an external fluid leak was observed from the header of a polyflux 140h during priming. "Small cracks" were identified at the end of the dialyzer. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 9611369-2024-00118. All information can be found under manufacturer report number 9611369-2024-00118. Should additional relevant information become available, a supplemental report will be submitted.